Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are not filled correctly up to the filling line."

Manufacturer narrative:
This MDR has been updated to reflect receipt of return samples. The following fields were changed: d9. Device available for evaluation? Yes. Returned to manufacturer on: 23-may-2023. H6. Type of investigation: b02 - testing of device from same lot/batch retained by manufacturer b03 - testing of device from same lot/batch returned from user b14 - analysis of production records b15 - analysis of data provided by user/third party investigation summary: bd received 12 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of underfill was not observed. The customer samples from all three lots were inspected with no issues being identified. A draw test was performed on the sample tubes. All tubes were within specification limits. The 100 retentions from each lot were visually inspected with no issues being identified. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of underfill was not observed. The 100 retentions from each lot were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are not filled correctly up to the filling line."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2292121. D.4. Medical device expiration date: 2024-02-29. H.4. Device manufacture date: 2022-10-19. D.4. Medical device lot #: 2227156. D.4. Medical device expiration date: 2023-12-31. H.4. Device manufacture date: 2022-08-15. D.4. Medical device lot #: 2259115. D.4. Medical device expiration date: 2024-01-31. H.4. Device manufacture date: 2022-09-16. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® fx 5mg 4mg plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are not filled correctly up to the filling line."